Event description:
It was reported that a vns patient reported having suicidal gestures on assessment form. An evaluation was received from the treating clinician indicating the suicidal gesture was likely related to the patient's mental disorder but no relationship to vns was mentioned. Moreover, further follow-up with the patient's treating psychiatrist revealed the patient had not had any current suicidal gestures; however system diagnostics provided by the psychiatrist were indicative of high lead impedance. At the moment good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.